Event description:
It was reported that the patient with this implanted pacemaker experienced syncope. Technical services (ts) reviewed the device data and noted oversensed noise on the right ventricular (rv) lead channel, likely as a result of unipolar configuration. Although the presenting electrogram (egm) did not show evidence of pacing inhibition, it could not be ruled out. Ts further provided recommendations for sensitivity settings and configurations for the rv lead. No additional adverse patient effects were reported. This pacemaker remains in service.